Manufacturer narrative:
On 06/01/18, it was reported to mentor that the device history record (DHR) of lot numbers 5617600 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. In addition, the date of explantation was (B)(6) 2018. In addition, the patient¿s race is caucasian. The patient experienced bilateral intra capsular implant rupture. As a result, the patient had undergone removal and replacement with saline breast implant of unknown type on the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/02/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 175cc, lot number 7542255, serial number (B)(4) on the left breast implant. The right breast implant was not replaced and was removed. Both implants were ruptured. The left implant was torn upon removal. In addition, the date problem observed was (B)(6) 2018. In addition, the original left and right implants volume was filled to 200cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: gel becker smooth 350cc, serial number (B)(4), lot number 5640945. (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent a breast augmentation primary with gel becker smooth 300cc breast implants and experienced bilateral capsular contractures. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
On 06/22/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned with clear fluid. Red material was observed within the device. Red material and gel were observed on the shell surface. During examination, inner shell appears intact and creases were observed on the outer shell. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately < 0.1 cm within the crease on the anterior aspect. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of red material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation (pe) team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).